Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were seen in the tubing. The customer's blood glucose level was 296 mg/dl. Customer primed the tubing and was able to resume insulin delivery.